Event description:
The facility representative contacted baxter to report an infusor in which after infusing for a few minutes, all of the alarms set off. The event occurred in the operating room. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted if the device and/or additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition. Additional: a service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.